Event description:
Boston scientific crm received information that during a follow up visit, it was noted that this right ventricular defibrillation lead did not provide stimulation. A chest x-ray was performed and confirmed that the lead had dislodged. On (B)(6) 2010 a revision procedure was performed; the lead was successfully repositioned with normal measurements. No adverse patient effects were reported.

Manufacturer narrative:
The right ventricular defibrillation lead was successfully repositioned and remains implanted. Should additional information become available an amended report will be submitted.